Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of the post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause of the reported issue is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial was impacted by the surgeon and broke. Fractured pieces fell into the patient's wound and all pieces were retrieved.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the trial was impacted by surgeon and broke. No adverse events have been reported as a result of the malfunction.